Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2008 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tlh and posterior repair. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with a hysterectomy. It was reported that the patient experienced infection, urinary problems, recurrence and dyspareunia. It was reported that patient underwent removal of tension free vaginal tape at the urethral midline on (B)(6) 2008.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.